Manufacturer narrative:
Section b5: the patient's infection leading up to ICD extraction, as well as the infection surrounding the fluid collection at the sternotomy incision, were previously reported in MFR (B)(4) and MFR (B)(4). Manufacturers investigation conclusion: a specific cause for the report of a pump infection could not be conclusively determined. The evaluation of heartmate 3 lvas, serial number (B)(4), did not reveal any device-related issues, and a direct correlation with the reported events could not be conclusively established. The pump was returned assembled with the pump cable severed approximately 16.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(4). Was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists localized infection, driveline infection, and pump pocket or pseudo pocket infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a pump infection that was unable to be controlled with antibiotics. A pump exchange was performed on (B)(6) 2019.

Event description:
Additional information: user facility medwatch report received that states that infectious disease was consulted and the patient was started on intravenous (IV) antibiotics after admission to the hospital. Transesophageal echocardiography (tee) was done for vegetation. A chest, abdomen, pelvis computed tomography (CT) scan showed no obvious source of infection. The patient's ICD was extracted due to concerns that the device was seeded with bacteria. A pump exchange was considered too risky at this time because of the patient's frailty. The patient was discharged with IV antibiotics for 4 weeks to then be converted to oral antibiotics. The patient was again admitted with fluid collection at the inferior aspect on the sternotomy incision with concern for infection. The site was debrided and a wound vacuum was placed. Cultures were sent of the tissue during the debridement. The patient was discharged on IV antibiotics. The patient had recovered enough to be admitted again with plans to exchange the pump. A pump exchange was performed on (B)(6) 2019 and during the procedure the surgeon noted purulence oat the lvad pocket site and along the driveline inside the mediastinum. The surgery otherwise went well and the patient was reported to be recovering in the cardiovascular intensive care unit (cvicu). It was reported that on (B)(6) 2019 doxycycline was discontinued and vancomycin was started. The patient had to be reintubated for the exchange and ventilator support was unable to be discontinued within 6 days. Tracheostomy was placed on (B)(6) 2019.

Manufacturer narrative:
Medwatch number: mw5085154.

Event description:
Additional information: vancomycin was discontinued on (B)(6) 2019 and the patient was started on long-term oral doxycycline for suppression.